Manufacturer narrative:
Evaluation summary: this problem was solved with no treatment. There was no harm caused by this problem to the pt. The shunt remains in the eye. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Product iris touch and disposition can be a result of the initial position of the device by the surgeon. The root cause could not be conclusively determined. Because there is no lot number or serial number was indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtration device procedure, the shunt was touching the iris. The pt also experienced postoperative hypotony following the device implantation. The shunt remains implanted in the eye. Additional information has been requested.